Manufacturer narrative:
The technician replaced the brake caster to resolve the issue.

Event description:
The technician alleged that the brake caster locks but swivels when in brake mode. No pt impact.